Manufacturer narrative:
The customer reported the tubing was leaking from the lower portion of tubing, and returned one sample of material 10942011, lot 25065126. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and the complaint of tubing damage and leakage from the lower portion of the tubing was verified. The tubing had a small cut in the middle of it, near the patient side male luer. The tubing cut was examined under a microscope, and forwarded to the manufacturing plant. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that the medication was leaking out of the tubing.